Manufacturer narrative:
E.1 initial reporter facility name - (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station had displayed a time that was eight minutes behind windows and all other programs, which caused a significant delay in orders crossing over. A technical support specialist (tss) updated the time to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device displayed a time that was 8 minutes behind windows and other programs, causing delays in order processing. A hard reboot was attempted but did not correct the time. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.